Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose. Her blood glucose at the time of incident was about 600 mg/dl. Customer stated that her blood glucose has been increasing for about a month before her two week hospital stay. While she was in the hospital her doctor expressed concern about the staph infection on the customer's foot and the high basal settings on her pump. Customer believes that the pump is not delivering correctly because her basal rates were high and the doctor says she would be dead if those high rates were actually delivering. Troubleshooting was declined to test for no delivery due to the customer driving at the time of the phone call. No products were returned or shipped.